Manufacturer narrative:
A philips remote service engineer (rse) reached out to the customer and requested logs but no logs were received. Customer indicated the functions were back after the cold start. Customer was advised to continue to monitor the behavior of the system and report with the logs if errors continue to occur. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #(B)(6). E1: reporter phone #(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the patient information center ix indicating that there was a failure of the control center. First there were no more alarm sounds, then more and more beds went away, and the screen was frozen. Control no longer worked. After a cold start by our standby, the control center started up again. All functions were back. Surveillance could be continued. The device was in use on patient at time of event, there was no adverse event reported.